Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine testing of the external pulse generator (epg), the biomedical engineer found intermittent output on the ventricular channel. Therefore, the epg was returned for repair. There was no patient involvement.

Event description:
It was reported that during a routine testing of the external pulse generator (epg), the biomedical engineer found intermittent output on the ventricular channel. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all functional testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.